Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: 1100128561. Model/catalog description: reservoir 65 ml pc/iz. D4 unique identifier (UDI): (B)(4). Describe event or problem b5, implant date d6a and concomitant.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid leak and an inflation problem. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid leak and an inflation problem. The ipp is currently implanted. There were no patient complications reported.